Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and it passed the recognition and the engagement tests. The instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and it failed.

Event description:
It was reported that during central processing, the 8mm large hem-o-lok clip applier instrument had prematurely expired. There were no reports of patient involvement or patient injury.